Event description:
Patient allegedly received an implant due to venous thrombosis (vt) and pulmonary embolism (pe); followed by a successful, percutaneous filter retrieval on (B)(6) 2018 due to "infected filter penetration legs". Patient is alleging device migration, vena cava perforation, and a piece could not be removed. Patient notes and further alleges experiencing "unable to walk, take blood thinners due to cause of clots, back infections", as well as limited mobility and 'sleep for long periods of time". Per CT endo abdomen pelvis with contrast: "the ivc is stenotic at the level of the filter hook. However, there does not appear to be thrombus associated with the filter." "Impression: decreased attenuation in the left external iliac vein extending into the common femoral vein which may represent an acute deep venous thrombosis. Recommend correlation with pvls. Infrarenal ivc filter with extraluminal extension of the 4 major struts. Patent ivc without significant thrombus associated with the filter. Left ivc strut impresses into the right lateral wall of the aorta. No evidence of arterial contrast extravasation. Posterior ivc strut extends into the l3-l4 intervertebral disc space with associated changes of discitis/osteomyelitis, better visualized on recent MRI lumbar spine from (B)(6) 2018. Right ivc strut extends into the right psoas muscle with an adjacent focus of enhancement in the muscle which may represent focal infection or inflammation. No drainable fluid collection in the right psoas muscle". Per the (B)(6) 2018 removal of inferior vena cava (ivc) filter: "impression: removal of the ivc filter using loop-snare technique and forceps. Venoplasty of the fibrin sheath. Residual filling defect within the cava that will require the patient to be put on anticoagulation. We plan to get a follow-up CT scan in 3 months to assess stability. The defect was not stented at this time due to psoas abscess".

Manufacturer narrative:
Investigation: the following allegations have been investigated: fracture, organ/vc perf, stenosis, migration, infection, anticoagulation, limited mobility, sleep disturbance. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported infection, anticoagulation, limited mobility, and sleep disturbance are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2011. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."